Event description:
It was reported by service report that the safety bar was damaged and the breakaway head section would not lock in place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining ring; breakaway head section; safety bar.